Event description:
It was reported that during implantable neurostimulator replacement surgery a technical observation was made by the physician that during explant the lead fractured proximal to the radiopaque marker above the tines. The lead was replaced. It was noted that a lead fragment remained in the patient's body. The patient recovered without sequela.

Manufacturer narrative:
Lead model 3093-33, lot #v184885 implanted: (B)(6) 2009, explanted: (B)(6) 2011; programmer model 3037, serial (B)(4) - this device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication ((B)(4) 2010).

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v184885, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the device was fractured being explanted during the same procedure.

Manufacturer narrative:
(B)(4).